Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer is experiencing low blood glucose levels. Customer thinks she programmed the insulin pump incorrectly. Customer's blood glucose reading was 28 mg/dl. Nothing further reported.